Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin on two occasions and the patient experienced elevated blood glucose levels. Both occasions, the patient was hospitalized. Patient was provided insulin administration during the hospitalizations; type and dosage of insulin was not provided for either hospitalization. Dates of hospitalizations were not provided. The infusion device was requested to be returned for product evaluation.